Event description:
On (B)(6) 2013, dh underwent surgery to correct a left posterior temporal/tentorial dural arteriovenous fistula. Surgery was performed under general anesthesia by (B)(6) at (B)(6). Surgery was stage ii of iii for embolization of the arteriovenous fistula. During the surgery, there was an unintended catheter tip fracture with retained marathon microcatheter and left external carotid artery extending towards the carotid bifurcation without endoluminal thrombus. This was treated endovascularly via placement of left internal to common carotid artery stent. The remains of the microcatheter in dh head and neck measure over 8 inches long. Due to the microcatheter, dh has subsequently suffered 2 strokes on different occasions which resulted in lengthy hospital stays. The strokes have been caused from blood clots around the microcatheter. MFR reported as medtronic.